Event description:
Per hcp the pt presented with increasing weakness in their left lower extremity and partial deficit in the right lower extremity. The pt was referred to neurosurgery. A CT scan revealed the catheter tip to be displaced anteriorly by a cyst or possible soft tissue mass. It was felt that the cyst was possibly a fluid collection of morphine sulfate or arachnoiditis, possibly causing spinal cord compression. In 2000 the pump was explanted, the spine decompressed, and the dura was closed. The pt experienced improved function of the right lower extremity but still has hypoesthesia of the leg. Pt has been receiving rehabilitation therapy including a brace for the right leg, and an ambulating walker. Pt's pain has decreased, the wound healed, and the pt is optimistic concerning the outcome.